Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the team observed that the luer-lock connection in front of the microfilter was broken, and they wish to do the purge bypass technique. The pump ws successfully weaned and the patient survived the procedure.

Manufacturer narrative:
Clinical details report that on the first day of impella cp support, a purge leak was noted at the luer-lock connection in front of the microfilter on the purge sidearm. The purge filter bypass protocol was done and reported to work well through explant on (B)(6) 2025. Data logs were not available for review. Returned product was investigated and the purge filter bypass was confirmed. When the tape was removed, it was confirmed that the entire purge sidearm had been cut off from the pump and not returned. Therefore, the location and characterization of the damage to the sidearm could not be confirmed and investigated. Based on the clinical details provided that the leak was noted to be from the purge sidearm and doing a purge filter bypass resolved the complication, the root cause of the purge leak was determined to most likely be a damaged sidearm. The exact location and characterization of the damage could not be determined since the sidearm was not returned for investigation.